Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injections of vancomycin (2 grams/5 days, frequency and route not reported), injections of tobramycin (40 grams, once daily, route not reported) and heparin (dose, frequency and route not reported) for the event. Outcome of the peritonitis was unknown. Pd therapy was ongoing. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).